Event description:
It was reported the physician found a uterine perforation during laparoscopy following an uneventful novasure ablation. A "charring and or "burn" was noted at the perforation site but no bowel injury was found. No treatment was needed and the patient was discharged home after a brief recovery period. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. The date in this field is the date of manufacture of the radio frequency controller. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. The device passed all performance testing prior to release. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4).